Event description:
The pt reported she is experiencing auto-reducing. Follow up info identified that one lead contact was invalid and reprogramming initially resolved the issue, however; the issue reoccurred. The MFR has not been informed of the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.